Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
It was reported that the customer had a blood glucose level of 40 mg/dl and hypoglycemia which caused him/her to crash his/her car into a tree. The emergency room doctor stated the customer was not injured. The customer also received a motor position encoder error, a no delivery alarm, and a motor error alarm from his/her insulin pump. Standard troubleshooting was performed. The insulin pump alarmed motor error. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.